Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that fluid was not flowing through the device intraoperatively. According to the report, there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.